Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 480 mg/dl at the time of the incident. Customer also reported crack. The device will be returned for analysis.

Manufacturer narrative:
Device was received with a keypad overlay peeling off, and broken belt clip rails. Device p-cap or test reservoir locked properly in place. Device passed the displacement test. (B)(4).